Event description:
During testing the spectrum pump displayed a "door not fully latched" alarm. There was no patient involvement. No further information is available.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation experienced a door not fully latched alarm due to a failed lower link switch. The lower aux has been replaced.